Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04941. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, there was difficulty recapturing the wds back into the was. The wds was able to be contained inside the was when removed. The procedure was completed with same was and deployment of a new wds. No patient complications were reported and the patient¿s status is fine.